Event description:
Reported by the patient as : "my lap-band is not holding fluid. I had my port out last week, and now my doctor says it was not the port that was leaking." Follow up with the doctor reveals: "band aneurysm with free leakage 3 years after placement. The band has not been explanted at this time, only the port was replaced."

Manufacturer narrative:
Taper type ii. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Device labeling instructs surgeons to "inspect the inflatable portion of the band for uneven inflation or leaks" prior to product placement. A possible cause of the event includes over inflation of the band with sterile saline. The exact cause of the event cannot be determined. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port of the connector tubing."